Manufacturer narrative:
Investigation summary: a 2000e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 17075807. Further information provided by the customer indicates that the occlusion was observed during use on a patient. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 17075807 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Root cause description: the root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that occlusion occurred while using ll vlv adpt(stand alone). The following information was provided by the initial reporter: the nurse established a venous channel for the patient according to the doctor's advice. During using, it was found that the connector did flow occluded and completely prevent fluidic fill in & fill out, but it still did flow occluded after replacement. At the same time, other teachers in the department also encountered similar problems. Only 6 remaining samples have been obtained so far.